Event description:
Event description cpi received information that this implantable pulse generator (ipg) couldn't be interrogated and exhibited loss of capture. The ipg was explanted. Cpi received information that during the invasive procedure to explant the ipg, the bipolar lead, model 4261, was removed from service for high thresholds.